Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted urgently via the femoral artery to support the 87 year old male patient who had been admitted in with the indication of acute myocardial infarction and cardiogenic shock. The patient had presented in scai stage b shock with prior CPR for cardiac arrest. The underlying history was not shared. The pump supported for a week of support and was then weaned and explanted. At the time of explant the team did a surgical removal and discovered there was clot around the pump. No harm or injury was noted due to the thrombosis and no further intervention was needed for the clot burden. The patient did have systemic heparin during the support along with other cardiac drips. There was no heparin in the purge fluid. The patient survived the thrombosis.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3, g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.